Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported patient went in arrhythmia. During a watchman procedure indicated for an atrial fibrillation (a fib) case, a versacross connect for laac kit was selected for use. The physician had difficulty engaging the interatrial septum with versacross. Then, an 'aggressive' curve was made on the dilator. When the device was pulled down from the superior vena cava (svc), the patient went asystole. An advanced cardiac life support (acls) began, and patient rhythm returned. From there it turned to be complete heart block (chb) hence a temporary pacer was inserted. The procedure was then continued, and the watchman device was released. The procedure was completed. The device is not expected to be returned for analysis (disposed). The versacross rf wire was inside the dilator, but not exposed. In the physician's opinion, the access solutions (transseptal products) did not contribute to the patient complication, nor malfunctioned during the procedure. No other issues were reported.

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there were no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user 'manual shaping of the distal curve shall be done with smooth motions along the curve. Do not use excessive force and/or pressure when reshaping.' And the complaint stated that the user put an 'aggressive curve' on the dilator indicating that the user did not follow the IFU.

Event description:
It was reported patient went in arrhythmia. During a watchman procedure indicated for an atrial fibrillation (a fib) case, a versacross connect for laac kit was selected for use. The physician had difficulty engaging the interatrial septum with versacross. Then, an 'aggressive' curve was made on the dilator. When the device was pulled down from the superior vena cava (svc), the patient went asystole. An advanced cardiac life support (acls) began, and patient rhythm returned. From there it turned to be complete heart block (chb) hence a temporary pacer was inserted. The procedure was then continued, and the watchman device was released. The procedure was completed. The device is not expected to be returned for analysis (disposed). The versacross rf wire was inside the dilator, but not exposed. In the physician's opinion, the access solutions (transseptal products) did not contribute to the patient complication, nor malfunctioned during the procedure. No other issues were reported.